Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). Customer stated that the test was not accurate for flu a. They did not test positive with flowflex but did test positive for flu a with cordx brand on the same day without any obvious symptoms other than slight fatigue and body discomfort.